Manufacturer narrative:
(B)(4). The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo sling was implanted into the patient after a hysterectomy procedure performed on (B)(6) 2015. According to the patient, she has experienced complications that began four months after the procedure. Her vulva lips were very painful and she has experienced severe pain during sexual intercourse which reportedly she has never experienced before the mesh implant. The patient reports that she has headaches most of the days and over the last fourteen months, she has experienced pelvic and lower back pain; numb hands and feet; extreme pain in the urethra and a pressure that feels like it could explode if it could; pain on her right shoulder blade; fluid retention on her right of her pubic area; nausea; and lack of appetite at times. She added that if her urethra is touched, it feels like a razor blade cutting it. The mesh is reportedly still implanted in the patient. Because the above complications still persist, the patient is planning to have the mesh removed. Boston scientific has been unable to obtain additional information regarding the event to date.